Manufacturer narrative:
Event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Though data is somewhat intermittent, the rv capture threshold has been generally out of range since (B)(6) 2015. Analysis of the device memory indicated a r-wave amplitude measurement issue. The r-wave amplitude has been below 5 mv since (B)(6) 2015. The full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had rising thresholds since implant and now the thresholds were high. It was further noted that the lead was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.